Event description:
It was reported that lock lever can`t be adjusted anymore.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding difficulty adjusting a lock lever involving a specialty triathlon gap balancer/sizer per file (B)(4) was reported. The sales representative involved with this reported event has indicated that the instrument is fully functional and has retracted the complaint.

Event description:
It was reported that lock lever can`t be adjusted anymore.